Manufacturer narrative:
One device was returned for repair with complaint that device failed the downstream occlusion (dso) sensor test. Service history review identified there was indication that the complaint was related to a service of the device within the review period. No event history was related to the current complaint. Visual/functional testing was performed. Complaint was confirmed through downstream occlusion test. Device would not build enough pressure to occlude. The cause of the customer reported issue was a worn camshaft and valve assembly. The manufacturer representative replaced the valves, expulsor, and camshaft components due to wear. Successful dso test confirmed proper function. The manufacturer representative updated software, reset the unit to standard configuration, and performed dso/upstream occlusion (uso) sensor calibration. The device passed all testing criteria post repair.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed the downstream occlusion (dso) sensor test as it never built pressure above 13psi and does not alarm.